Manufacturer narrative:
Additional product codes: kra, dyg, dqe. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a nurse found blood backing up through the blue port of a swan ganz catheter and "the end piece had fallen off". Issue occurred post procedure while in the critical care unit and was resolved by removing the line. Catheter was inside the patient for 8 days. There was minimal blood loss but overall, there was no harm to the patient.